Event description:
A customer reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and infusion set and resumed insulin therapy.